Event description:
During an incident in 2/01 involving patient with chest pains, this defibrillator, being used to monitor the patient, shut down when the 10s strip button was pressed to print a 20 second strip. The unit powered back up with a "service mandatory" message. The pt was transported alive to a hospital. Per the reporter, patient status was not affected by the defibrillator problem. The reporter did not known what type of "service mandatory" message was seen.